Event description:
The surgeon performed a medial unicondylar knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After cutting the femur, the surgeon observed the cut appeared to have removed a few millimeters extra bone anteriorly. As a result, the surgeon manually corrected the peg holes to fit the implant in the correct location within the burred area.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). After discussion with the makoplasty specialist (mps) present at the case and review of the session files, the likely root cause for the 3mm anterior shift on the femoral component was a shifted femoral bone array. The results of this investigation were discussed with the mps at the case to promote the recommended troubleshooting steps and prevent occurrence of a similar event.